Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5177723, mw5177724 and mw5177725.

Event description:
A voluntary MDR report was received on 11/6/2025. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm.